Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. The device lasted 63% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Event description:
It was reported that both right and left ventricular leads had increased or high thresholds. Both leads remain in use. It was also reported that the device was replaced as it had reached elective replacement indicator (eri). The device was analyzed by the manufacturer and it tested out of specification. No patient complications have been reported as a result of this event.